Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had varying pace impedance measurements with some measurements being greater than 2000 ohms. Boston scientific technical services (ts) noted that the sudden jump in pace impedance could be related to a lead mechanics or a connection issue and advised troubleshooting. The recommended troubleshooting was performed and the high impedances could not be recreated. The physician elected to monitor the patient. No adverse patient effects were reported. The lead remains in service.